Event description:
On (B)(6) 2013 the patient contacted animas alleging that the time and date reset to factory default settings with the last battery change and she was unable to correct it, resulting in elevated blood glucose (bg) of 333 mg/dl and 475 mg/dl with nausea and extreme thirst. The patient reportedly treated the bg excursions by bolusing via the pump. During troubleshooting customer technical support was able to assist the patient in correcting the time. This complaint is being reported due to the allegation that the patient experienced severe hyperglycemia while using insulin pump therapy with use error as a cause or contributor in the reported incident.

Manufacturer narrative:
(B)(4). Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The alleged time and date issue is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.